Manufacturer narrative:
Investigation conclusion: a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The reported problem we believe is related to a deviation from the instructions called out in the pi. Root cause: customer procedural error. Source: phone.

Event description:
Consumer swabbed nose after placing it in reagent solution-technical service specialist provided guidance.